Manufacturer narrative:
The physician decided to open the skin and remove the broken fragment. The physician informed the patient about the incident. The patient did not and has not reported any issues. Neither of the following outcomes resulted from the incident: death, life threatening situation, hospitalization, serious medical event, disability/permanent damage, congenital anomaly/birth defect, and required intervention to prevent permanent impairment/damage to the patient. Manufacturer detected the device shaft was severely bent indicative of excessive force which may have caused the breakage.

Event description:
During the placement of the device, the physician noticed that part of the hybrid rf cannula's shaft became detached and remained in the patient. The returned device to manufacturer was found to be severely bent.